Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained oversensing was observed via remote transmission. Review of the episodes revealed possible myopotential oversensing. Further evaluation was recommended. Patient will continue to be monitored.